Manufacturer narrative:
The investigation conducted by the field service engineer (fse) concluded that the problem with power on the vision side cart experienced by the site was associated with fuses. The system was repaired by replacing the two affected 5amp fuses on the power supply of the vision side cart. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.

Manufacturer narrative:
Intuitive surgical received additional information from the customer where they indicated that the procedure was completed successfully laparoscopic. The procedure was not converted to open as previously indicated, as such, this event does not constitute a reportable event. The customer also indicated that the patient did not experience any surgical complications as a result of the reported event and the patient was released from the hospital.

Event description:
It was reported that during a davinci s partial nephrectomy procedure, the site experienced problems with power on the vision side cart. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.